Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (51) 3/10cc, 8mm, 30g syringes (11 loose, 40 in sealed poly bags) with the shelf carton from lot # 0013125. Customer states that when you pull off the protective cap, the needle comes out with it. All loose samples and all samples in the sealed poly bags were tested and no hub assembly separated form the barrel when the shield was removed. A review of the device history record was completed for batch # 0013125 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200874387, 200874161] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the needle hub separated from the bd micro-fine¿ insulin syringe when removing the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: "when you pull off the protective cap, the needle comes out with it".